Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of cognitive changes. The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on (B)(6) 2019, that on (B)(6) 2017, the patient experienced no audio output on her receiver, in addition to an adverse event. Date of issue is an approximation. The patient stated that her g5 receiver would not alert at 70, but all of a sudden she was critically low at 42 when a finger stick and physical symptoms showed that she was at a much lower level. The patient also stated that her husband has to feed her juice boxes until she was comprehend what is happening. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.